Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed inflammation under the electrode located towards the left posterior rib. It was reported that the patient's garments were too tight and causing a lot of discomfort. The patient's doctor advised the patient to take ibuprofen and tylenol. The patient was also issued looser fitting garments and there was no indication of continued discomfort due to garment fit.